Event description:
The customer's nurse stated that the customer was hospitalized due to high blood glucose. The reported glucose reading was 600 mg/dl. The nurse stated that the customer changed out his infusion set to resolve the high blood glucose, but he felt like he was not receiving any insulin. Troubleshooting was performed and the insulin pump failed the high pressure test. It was found that the reservoir compartment in the insulin pump was very wet and it appeared that the reservoir was leaking. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.